Event description:
The device was used during a thoracoscopy. Reportedly, after the seventh firing, "the device was a popping sound" and would not open. The device did finally open. No patient injury was reported.